Manufacturer narrative:
E1: patient city - (B)(6). Patient country - south africa. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was at quick release. The infusion set has been in use for 2nd of therapy. No further information available.